Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient receiving baclofen (2000 mcg/ml at 1000 mcg/day) via an I implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. It was reported that there was a pump volume discrepancy where the actual residual volume (arv) was 15 and the expected residual volume (erv) 1.3. In (B)(6) 2016, the arv was 20 and the erv was 2.5. The hcp (healthcare professional) dropped the dose and the patient was given oral medication. The patient had no symptoms. On (B)(6) 2016, exploratory surgery was being done on the catheter.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that for troubleshooting the pump was read and a volume discrepancy was noted. The pump had been filled at an outside clinic. The cause of the discrepancies was not determined and indicated the catheter may have been kinked. The catheter was replaced. The volume discrepancies have been resolved and the pump was started on gablofen at a concentration of 500 mcg/ml and a dose of 100 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.